Event description:
The customer reported that there was 'interlock failure' message upon boot. This error is likely to prevent the system from booting to a usable state. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. A power supply was evaluated. However, no conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.